Event description:
T25 headless pedicle screw drivers (059.7045) were used to place pedicle screws into a patient that was noted to have "extremely hard bone". The placement of these screws resulted in twisting at the distal tips and ultimately shearing the distal tips of the drivers from the proximal shaft. There has been no injury nor harm to the patient. The shearing noted at the distal end of the driver can be attributed to an exceptional force during potential construct carpentry related incident as shown in the provided images. There was a only a minor delay and no injury nor harm to the patient was reported. The headless pedicle screw drivers are made from a single piece of medical grade stainless steel, which is a standard proven material for t25 application with typical 15n-m force. As stated in the users feedback the patients bone was especially dense and "extremely hard", unknown screw insertion steps (i.e. Awl and/or probe, drill, tap, then screw). Omission of any one of these steps combined with hard bone and large screw diameter and/or length, may increase screw insertion force required to drive the screw into the bone. This force increases exponentially and may surpass the mechanical strength of the driver tip material. Because, the surgical technique and/or size of the implants are not provided by user or representative, this incident is indeterminate. The instruments have been returned to ctl and replaced. There was a only a minor delay and no injury nor harm to the patient was reported. This device was used in the same event as described in 3009051471-2022-00017, please reference subsequent MDR report for additional information.